Event description:
Complainant alleged that the medics were treating an unresponsive patient, who had been involoved in a head-on collision. CPR was initiated on the patient. It was determined that the patient was presenting a ventricular fibrillation (v-fib) heart rhythm. The patient was shocked at 200 joules, at 300 joules and at 360 joules. The patient was then intubated and a "sternal I/o" was placed. The patient then presented an asystole heart rhythm. The patient was administered medication, including epinephrine and atropine. The medics determined that the patient was then presenting a v-fib heart rhythm and was shocked once at 360 joules. At some point during patient defibrillation an arc was observed, which emanated from under the multi-function electrode. As the patient was then transported to the hospital, they present an asystole heart rhythm. The patient may have also been defibrillated a sixth time. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction. Subsequent to the event, the hospital clinicians observed an implanted needle in the patient's chest under the electrode that exhibited arcing during patient defibrillation.